Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge and had insufficient usable insulin in cartridge. There was no adverse impact to the customer¿s blood glucose level. Cts educated caller of the cts minimum fill recommendation for their pump. Customer initially declined to add insulin but later followed up, cleaned pump pneumatic area as instructed, and tried reloading same cartridge without success, then independently loaded new cartridge and reset pump, after which loading was successful and insulin delivery was resumed, with agreement to contact technical support again if further help was needed.